Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned photograph evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded. The complaint of a damaged microintoducer sheath was confirmed. However, the cause of the damage is unknown. Two photographs were reviewed. The photographs depicted a ptfe microintroducer sheath with a split in the distal tip. Possible contributing factors of this event include sheath damaged during shipping, handling, or while in use; however, the lack of a returned physical sample prevented identification of a root cause(s). Consequently, this complaint is confirmed and the cause is unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when conducting the package opening inspection in the process of catheter placement, the nurse found that the edges of the peelable sheath were damaged, making the product unusable. Therefore, the product was replaced with a new kit and placed in the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1669 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when conducting the package opening inspection in the process of catheter placement, the nurse found that the edges of the peelable sheath were damaged, making the product unusable. Therefore, the product was replaced with a new kit and placed in the patient.